Event description:
It was reported that a right ventricular (rv) lead and an implantable pulse generator (ipg) showed multiple episodes of intermittent loss of ventricular capture during periods of non-sustained ventricular tachycardia. Prior to the replacement, the device and lead were interrogated. During this time, a "brief" episode of sinus pause was verified. The lead was explanted and replaced. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4), evaluation summary: analysis was performed and no anomalies were found.